Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's l4 lead migrated. As a result, surgical intervention may occur.

Event description:
Information obtained suggests the patient experienced a loss in adequate therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: patient weight updated.

Event description:
Additional information obtained, suggests the patient experienced a fall prior to device migration.